Event description:
A pt contacted our sales rep recently. It seems that she had a trident psl cup in with ceramic liner, ceramic head and abg stem. The pt's hip started squeaking and needs to be revised. Her surgeon did a thr on her in 2006.

Manufacturer narrative:
When the investigation is completed the results will be provided on a supplemental report.